Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H4: the lot was manufactured from june 01, 2021 - june 02, 2021. H10: the device was received for evaluation. Visual inspection was performed using the naked eye which revealed white particles, measuring 0.10 square mm. The particle was subsequently identified by fourier-transform infrared spectroscopy (ftir) to be a mixture of polyvinyl chloride (pvc) and phthalate material. Pvc is a raw material of the tubing line. The particle was not in the fluid path because it was embedded in the material of the tubing line. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause of the condition was due to a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter inside or outside the tubing of a large volume infusor. This was identified during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.